Event description:
It was reported that the patient experienced ineffective therapy at the l5 lead and the l4 lead. Diagnostics revealed high impedances on the l5 lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were replaced to address the issue. During lead revision, the s1 lead was also pulled out. As a result, the s1 lead was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.